Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient thought their lead may have migrated and patient thought the lead pulled out. The issue was unresolved at the time of the report. No symptoms were reported. No further complications were reported or anticipated.